Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2017-08422. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid-circumflex (cfx) artery. A 2.50mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, during first inflation, at 8 atmospheres for 5 seconds, the balloon ruptured. Subsequently, another 2.50mm x 15mm emerge¿ balloon catheter was advanced for dilatation and inflated twice at 10 atmospheres for 20 seconds. However, the physician felt that they lost pressure during the second inflation and noticed that the balloon had ruptured on the third inflation since it would not hold pressure. The procedure was not completed due to no other products would cross the lesion site. No patient complications were reported and the patient's status was fine and doing well.